Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that 1-day after implantation of an intraocular lens (iol) into the right eye (od), the patient presented with 3+ cell with hypopyon. Patient's best corrected visual acuity (bcva) decreased to 20/80. It was presumed to be bacterial endophthalmitis, a culture was performed to identify the cause. Results of the culture were negative, confirming the event was toxic anterior segment syndrome (tass), not endophthalmitis. At 3 days post-op a vitrectomy was performed, and an intravitreal injection of vancomycin/ceftazidime was administered. In the surgeon's opinion, the most likely cause of the event is something in the packaging causing tass. Patient outcome is good. Medications administered during original surgery: intracameral moxifloxacin the following medications were prescribed for use at home post-operatively: combo drop (prednisolone sodium phosphate-moxifloxacin-bromfenac-sterile ophthalmic solution) 1 drop twice a day.